Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported dropping fill volumes while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported dropping fill volumes while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components did not reveal any abnormalities. Review of the alarm history (eeprom) revealed one fault code that occurred during the service process. Only permanent fault alarms are recorded in the alarm history. Intermittent, recoverable and battery alarms are not recorded in the alarm history. The driver was tested and passed all test requirements, which included nominal normotensive and hypertensive patient simulator settings, with no anomalies or alarms. The driver was then tested for an additional 73 hours and performed as intended with no anomalies or alarms. During the investigation, the driver performed as intended, and there was no evidence of a device malfunction. The reported intermittent fault alarms and fill volume variations were not duplicated during testing, and the root cause could not be determined. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.